Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system software was freezing intermittently. The review of system log files showed malfunction with the host pc. Upon troubleshooting, the fse found the issue with host pc. The supplier's part analysis of host pc showed defective motherboard and psu. To resolve the issue, the fse replaced host pc and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's software intermittently froze, which could impact booting. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.